Manufacturer narrative:
Customer indicated that their batteries are rotated daily. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that a male patient requiring resuscitation was found in an apartment. After about 20 minutes of manual CPR, the autopulse platform was deployed. After 2 minutes of compressions, the platform indicated that the patient's position needed to be realigned. The device was stopped and the patient's position was corrected. After that, the lifeband was completely pulled up and the platform was restarted. The platform then displayed an "initializing" message. Customer pressed the "start/continue" button again but the same "initializing" message was displayed. Customer attempted to restart the platform again. After 3 attempts to restart the platform, customer powered the device off then on again but the platform did not restart compressions. Customer then replaced the battery and restarted the platform. The platform performed compressions for approximately 20 minutes before displaying a "replace battery" message. No adverse patient sequelae was reported. No further information was provided.